Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm and a motor error alarm on the insulin pump. Customer stated that he received a motor error alarm while changing the infusion set. Customer was assisted with clearing the alarm. Customer reported that the no delivery alarm was resolved by a complete set change. Customer would like to return the set for analysis. Customer was not able to troubleshoot during the time of the call. Product is being returned based on customer's request. No additional information provided.